Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 2 in the right eye (od). Oral steroid (medrol) and topical steroid dosage was increased. The surgery center indicated the patient had no symptoms and no complaints. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. The surgery center indicated the symptoms have resolved. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.75 x -1.50 x 169, left eye pre-op 20/20 -4.75 x -.50 x 14.